Event description:
It was reported that a malfunction occurred on the pump, specifically identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which resolved the issue, allowing continued use of the pump. No recurrence of the malfunction was noted, and the customer was advised to call back if the issue happens again.